Event description:
During a follow-up, increased capture threshold and oversensing due to noise were observed on the right ventricular (rv) lead. Lead damage was suspected but as not confirmed. No intervention has been completed at this time. The patient is stable with no consequences.

Event description:
Additional information was received that an x-ray was performed but no anomalies were observed.